Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The patient was hospitalized for the peritonitis event. The breach in aseptic technique was further described as the patient had done an "experiment" in order to jump the first cycle. The patient ¿sterilized a bottle and put some liquid inside¿. It was reported ¿this was the reason why¿ the patient was admitted to hospital. The product name of the liquid that was put ¿inside the bottle¿ was not reported. Treatment for the peritonitis was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.